Event description:
While a patient was receiving paclitaxel intravenously, they felt the following symptoms within 10 minutes: flushing, difficulty breathing, nausea, abdominal pain, and a burning sensation. The infusion was stopped and 2 liters of oxygen was administered. Also, the following medication was administered intravenously: 2 doses of 40 mcg of solumedrol. 25 mg of benadryl, and 2 mg of ativan. After the intervention, the patient was stable and discharged. The length of the delay was 1 hour and 50 minutes.

Manufacturer narrative:
The original reporter stated there were two lots in question. The facility observed patient reactions while using walkmed infusion's products, but they could not definitively state which lots were associated with which patient reactions. The two lots in question are lot 1404065 and lot 1403061. Walkmed infusion received 5 samples from each lot and requested the manufacturer perform a bacterial endotoxin test. The test results were negative for both lots.